Manufacturer narrative:
On october 23, 2009. This event concerns a device that was mfg and used outside the us. The analysis is pending.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.